Manufacturer narrative:
(B)(4). Device evaluation summary: an opened sample with a detached needle and a needle/suture piece of product code eh7241, lot # mgq726 were received for evaluation. The product code eh7241 is double armed. During the visual inspection of the sample, a needle was cut from the suture, the second needle was detached from the suture and marks could be observed on the body needle appear to be by use of a surgical instrument. No remnant suture was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿it was reported that one needle was found pulled off when another arm needle already finished sewing. A manufacturing record evaluation was performed for the finished device lot number mgq726, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that the patient underwent a bentall procedure on (B)(6) 2019 and suture was used. The one needle was found pulled off when another arm needle was finished sewing. The procedure was extended an unknown amount of time to search for and remove the needle. There were no adverse patient consequences reported.